Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of undersensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. This device was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker presented to the emergency department due to feelings of discomfort and weakness. The treating physician stated that an x-ray was performed, which showed no abnormalities with the leads. Upon review of device data, it was found that this pacemaker exhibited functional undersensing due to blanking period programming. No additional adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that the patient with this pacemaker presented to the emergency department due to feelings of discomfort and weakness. The treating physician stated that an x-ray was performed, which showed no abnormalities with the leads. Upon review of device data, it was found that this pacemaker exhibited functional undersensing due to blanking period programming. No additional adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.